Manufacturer narrative:
Additional information received: after review of imaging post the index procedure the type IV was confirmed and the origin appeared to be somewhere between the flow divider and distal end of main body. Per the physician the type IV endoleak is procedure related. Film evaluation summary: the reported endoleak was confirmed on the videos provided; however the cause of the event could not be fully confirmed. Lack of pre-implant CT's did not allow for a thorough assessment of the pre-implant anatomy. Endoleak interrogation (i.e. Injection contrast from several levels within the stent graft) was partially seen and only one view point ( a-p) was provided. This appears most likely to have been an acute type IV blush endoleak caused by fabric porosity. Analysis of the returned videos did not reveal any out of specification stent graft integrity issues. However, it is possible that this likely type IV endoleak may have also been exacerbated by the slight fabric stretching observed . Other factors such as heparin dose, outflow resistance, imaging quality, and volume of the aneurysm sac may have also contributed to this likely type IV endoleak. Correction to the associated regulatory report#: 9612164-2023-02346 3. Date MFR rec: is confirmed as 30-may-2023. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e tlw1616c156ee, serial/lot #: (B)(6), ubd: 08-feb-2025, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis bifurcate stent graft system was implanted in the endovascular treatment of a 55mm - 65mm aaa. It was reported that during the index procedure, a typical blush like endoleak was noted at the level of the contralateral gate maker. This was confirmed this as a type IV endoleak. Although it is most likely that the contrast blush was only in the bifurcate, the origin of the endoleak was somewhere between the flow divider and the distal end of the main body, so it is possible that limb was also involved. An endurant limb was then implanted as a bridge and the endoleak resolved.  Per the physician the cause could not be determined.  No additional clinical sequelae were provided and the patient is fine.